Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that a pt with an anterior fracture at t1 underwent surgery for a total corpectomy at t1 with posterior fixation at c5-t4 with 3.2mm and 5.5mm rods and a fibular strut from c7-t2 with anterior plate. It was reported that the pt underwent a revision surgery, to remove a broken 3.2mm threaded rod, that was broken at the 3.2 to 5.5mm rod connection. No pt complications were reported.